Manufacturer narrative:
Evaluation summary: repeated use causes the cable to break off.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "no video image " involving pentax model ec-3890li/(B)(4). No further information was provided at the time of the report. Additional information received from the facility contact stated the event occurred during pre-inspection check. The device was returned to pentax and is pending inspection.